Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device in the anterior side assessed as an unidentified (tear) opening. (Shell thickness was within specification). Additional observations: ¿ brown particles observed inside device. ¿ red particles on fill channel. ¿ creases observed on the device. ¿ wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.